Event description:
Total hip procedure right 2/14/89. Sudden onset of leg pain, hip clicking and need for crutches in ambulation 1 week prior to 7/15/94. Hip totally replaced 7/20/94. Acetabular cup rim fractured into pieces.